Event description:
It was reported that during a lap appendectomy procedure, the device clips were scissored. The site used a similar device to complete the case. No patient consequence was reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.